Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 216 and 111 mg/dl. The customer's expected fasting blood glucose test result range is 72 - 93 mg/dl. The customer's main concern is due to the meter reading erratic, not high results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is 07/27/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 111mg/dl and 216mg/dl back to back fasting. Customer called in states the meter is reading erratic. Customer states her meter read 111mg/dl and 216mg/dl back to back fasting.